Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on a 24g x 0.75in (0.7 x 19 mm) bd insyte ¿ IV catheter vialon-e winged before use. No report of serious injury or medical interventions reported.

Manufacturer narrative:
Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot number. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. 4 photos were returned for investigation. Fm was observed in the returned photos. 1 actual sample in open packaging was returned for investigation. Refer to figure 1. Figure 1: actual sample. The actual sample was subjected to visual inspection. White particle and fiber fm were observed on the catheter of the returned sample. Refer to figure 2. White particle fiber fm figure 2: fm on catheter. The white particle and fiber fm were subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrums of the white particle and fiber fm matched the spectrum of cellulose, refer to attachment c. Investigation conclusion: white particle and fiber fm were observed on the catheter of the returned sample. Root cause description: cellulose are found in paper, wood, wiper and similar materials. Upon further investigation, the white particle and fiber fm could have been transferred from the manufacturing environment during the handling of the raw material packaging materials job aid for housekeeping standard in insyte assembly and packaging process had been established. A communication will be conducted to all manufacturing associates to raise awareness on the nonconformance. The trend of the nonconformance will be continually monitored.